Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the infection has resolved as of the time of follow-up. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an interstim operation on (B)(6) 2016. The hcp suggested explanting the device because the patient's infection couldn't be healed after the operation. The whole system had been explanted. Effective measures had not been taken. The patient was told that they were suspected of an exclusion, and were not suitable for further implant. That patient was hoping to continue the treatment if the doctor was willing to perform surgery. It was provided that the patient was observing at home. There were no further complications reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.